Manufacturer narrative:
The philips field service engineer (fse) reported the system was operating as it was configured. The fse also confirmed there was no harm or injury and no medical intervention. During the investigation possible causes identified were missing latching setting and/or alarm volume setting. Based on the information available, the cause of the reported problem was not confirmed due to the patient data no longer being available at the central station and the device and configuration was functioning as intended.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse indicated while they were onsite desat alarms triggered red audible and visual alarms as expected. The fse noticed visual latching was turned off. As a result, if the parameter came back to within the limits there would be no way of the staff to know that there was a desat if they missed the audible alarm. The fse indicated it¿s possible that that the nurse missed the initial event and there were no visual or audible cues remaining on the monitor to show them that it happened. The customer has been advised how to change the setting back to have at least one form of latching turned on. In regard to event logs, the fse stated no data was found on the central as the central doesn¿t not have the option to back up the data for the that long. Also, not on the database server connected to the system a philips product support engineer (pse) reviewed the information provided by the fse. The pse agreed that the missing latching setting might have contributed to the alarm issue. The pse also indicated that it is possible the alarm volume was not set high enough for the clinical staff to hear alarms. The maximum alarm volume would be 10. The lowest possible volume for a red alarm in the customer configuration is 6 (alarm low volume +2). A final report will be submitted once the investigation is complete.

Event description:
It was reported the alarm limits are set to 6 if the customer says they did not hear the alarm from the unit. The patient was monitored; however, the nurse could not hear the spo2 alarm when the patient was desating. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.